Event description:
Related manufacturer reference number:. 3006705815-2019-02466. It was reported that the patient's leads had migrated. The patient underwent a lead revision on (B)(6) 2019 where the leads were relocated and anchored down, and effective therapy was established post op.